Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous de novo lesion in the mid circumflex artery that was 85% stenosed. The patient presented with severe angina. Angiogram was performed and revealed the highly stenosed lesion. Pre-dilatation was performed using a 2.5 x 8mm semi-compliant balloon. Stenting through a radial approach at 16 atmospheres was then performed with a 3.0 x 12mm xience prime stent. After stenting, fluoroscopy showed a dissection at the proximal end of the stent. Another xience prime was used to successfully cover the dissection. There was no adverse patient sequela reported.